Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6) japan. Through follow-up communication livanova learned that the customer noticed an alarm on the gas blender as the oxygen flow value had dropped below the set point. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The oxygen concentration and flow rate was checked and there were no abnormalities. In addition, it seemed that the tubings have not been stepped on. Later, when the unit was further inspected at livanova japan, with fio2 set to 1.00 and flow set to 9.0 lpm, the measured value of flow was 4.52 lpm, and the stem panel displayed "set/actual alarm at air+o2." Therefore, the unit will be shipped to livanova deutschland for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the oxygen flow rate of an electronic gas blender dropped immediately after the pump started, during procedure. When the issue occurred settings of the gas blender were the following: flow 2.0l, fio2 70%. There was no patient involvement.

Manufacturer narrative:
The device was inspected at livanova japan and the complained issue was confirmed: air & co2 flow outside ranges. The measurement bridge for air and the o2 valve sensor were replaced to solve the issue. After replacement, device was calibrated, tested for 12 hours and preventive maintenance completed. Issue solved and device will be returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported. Taking into account all the collected information, the root cause for the reported issue has been assigned to defective flow sensors. Failure of electro-mechanical components can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Event description:
See initial report.